Event description:
Intermittent noise on the rv lead, which is unable to be reproduced. No shocks have been delivered due to noise. Sensing, thresholds, impedances are reported stable and unchanged. Device remains implanted at this time.